Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump shutdown unexpectedly. Upon powering the pump back on, a malfunction alarm occurred. During pump reset, the pump would not shutdown resulting in receiving a different malfunction alarm. Customer's blood glucose level was 200 mg/dl. The customer reverted to manual injections for insulin therapy.